Event description:
It was reported that the customer was hospitalized due to a severe hypoglycemic state and seizures. The blood glucose readings was remains uncontrolled at time of the call. The nurse stated that the insulin pump was suppose to use novolog insulin, not 70/30 insulin and that the customer was never instructed to use 70/30 in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.